Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. However, the field service engineer of olympus medical systems (B)(4) checked the subject device on-site and found color bars displayed on the monitor without connecting to the subject device. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use, it was found that the scope communication error b30 occurred on the subject device. There was no report of patient injury associated with this event.